Event description:
As a pharmacist I was mixing dactinomycin in a 1 ml equashield syringe; when pulling back on syringe the chemo went under the syringe stopper. I slowly pushed air back into vial, tried to remove syringe from vial and it sprayed chemo about the hood. I lost enough volume I could not recover the full dose needed for patient procedure that day for limb salvage procedure in operating room. Surgeon notified.